Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from another country indicated that a patient experienced late thrombosis fourteen months after implantation. The stent was implanted in the left anterior descending coronary artery targeting a de novo thrombotic lesion that was 3.09 x 31.24 m with a type c classification. The procedure was elective and pre-dilatation was conducted with an unknown balloon at 15 atms, post-dilatation was not conducted. Residual percentage of stenosis was zero and timi flow before was 1 and it was 3 after the procedure. Fourteen months after the procedure the patient complained of chest pain and was taken to the hospital where coronary angiogram showed a thrombus in the cypher stent. The thrombus was treated by balloon angioplasty and another cypher stent was implanted. According to the physician, the possible cause of the thrombotic event was due the patient's constitution.